Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the device to be functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0m263, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a fall in (B)(6) 2015 and after the fall started to have impedance issues. The lead was still intact and the patient shut off the ins because it was uncomfortable. Today they replaced the implantable neurostimulator (ins) and lead. The health care provider (hcp) did not inform the manufacturer representative of the issues until today at the surgery. The system worked good now and the ins would be sent in for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.